Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. A third party biomedical engineer inspected the device, reviewed the logs and noted that a short self test (sst) wasn't performed before connecting the device to the patient causing the reported event. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator stopped ventilation and a "replace ventilator" message appeared on the screen. The patient was removed from the ventilator and placed on an alternate ventilator without harm.